Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "pump is from (B)(6) hospital, serial number (B)(6). The issue is that the pump keeps displaying "remove from service" and "service needed. A preliminary review of the logs identified the following issue: fail stop, cause unknown. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.